Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented for scheduled procedure. During procedure, it was noted that implantable cardiac defibrillator exhibited impedance anomaly when lead connected to the left ventricular port. During removal of the lead, it was noted that lead was difficult to remove from the header due to defective device. The implantable cardiac defibrillator (ICD) was ultimately not used and replaced with new device. There were no patient consequences.

Event description:
Related manufacturer reference number: 2017865-2024-71565.